Event description:
Qardioarm blood pressure monitoring device does not operate. I installed the app on my smart phone, the app worked the first time. I stayed logged in. The next day I attempted to make my blood pressure but the app would not activate the monitor. I am returning the product as defective. (B)(4).